Event description:
It was reported that this recently implanted pacemaker with a non boston scientific right atrial (ra) lead, exhibited noise and low out of range pacing impedance measurements on the ra channel. In addition, brady pacing rate not as expected was noted and high power consumption was suspected. Technical services (ts) reviewed the data and noted pattern consistent with a malfunction in an integrated circuit, specifically related to a gate oxide defect, which could potentially result in corrosion on the ra channel. As a result, this device was explanted and successfully replaced. No adverse patient effects were reported. This pacemaker has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.